Event description:
There are a number of defective syringes in a box of 100 that I purchased from walmart. Some the cap would not come off without damaging the syringe. On two the end with the needle came off.